Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence due to the cuff being too large. The cuff was explanted and replaced with a smaller one. No further patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff passed visual inspection and leakage test. Based on the information available and analysis results, the reason for length too long was determined to be inadvertent/unintentional interaction of the product from the reported event and the analysis of the available information.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence due to the cuff being too large. The cuff was explanted and replaced with a smaller one. No further patient complications were reported.